Manufacturer narrative:
(B)(4). Batch # m91u5y. The device was received with the electrode and ceramic detached as one piece not returned with the device and detached from the active rod. Upon visual inspection to the device, the ptc was fully attached to the upper jaw and not detached as reported. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen; this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. There is insufficient evidence related to what caused the damage on the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open hysterectomy, ptc of the upper jaw was broken off. The broken piece was retrieved by a forcep without bleeding. No pieces were left in the patient. Another device was used to complete the case. There were no adverse consequences to the patient.